Manufacturer narrative:
An evaluation of the device cannot be performed as the device are not available, due to the ongoing litigation.

Event description:
It was reported, "we received a letter from a patient's attorney stating that his client underwent a revision surgery due to the femoral head breaking seven months post op."